Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device will power on and off. This will be interpreted as intermittently cycles power / loss of power. There was no reported patient involvement.